Event description:
It was reported that the procedure was to treat a concentric de novo lesion with moderate tortuosity and 70% stenosis in the proximal left anterior descending artery (lad) and a de novo lesion with moderate tortuosity and moderate calcification with 75% stenosis in the mid lad. Pre-dilatation of the lesion was performed using an unspecified balloon catheter inflated to 11 atmospheres. A 2.5x15 mm xience v rx stent delivery system (sds) was advanced toward the target lesion and deployed in the proximal lad. A 4.0x28 mm xience v rx (sds) was advanced toward the target lesion and deployed in the mid lad. There was no interaction of devices. During post-dilation, a side edge dissection was observed at the overlap. Another xience v was used to cover the dissection. No other device/procedure issues were noted. There was no adverse patient sequela. Timi iii flow was maintained at the end. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the stent remains in the patient anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5x15mm xience v reference is being filed under a separate medwatch MFR number.